Event description:
It was reported that during the device changeout, the physician noted that the left ventricular lead was severely kinked in two places. The physician noticed two nicks in the insulation where the kinked section was. The nicks were repaired with silicone adhesive. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d224trk ICD, implanted: (B)(6) 2010; 6947 lead, implanted (B)(6) 2010. (B)(4).